Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Product was returned with no info. Additional info received reported that the pt's right lead malfunctioned. The pt experienced pre-existing pain. The stimulation system was explanted. The pt recovered without sequela.